Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.

Event description:
In 2009, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The aortic neck was tortuous with two 90 degree turns and a reverse taper. At the conclusion of the procedure, the pt had persistent proximal and distal type I endoleaks, and a type iii endoleak. The type I endoleaks were attributed to pt's anatomy. The type iii endoleak was attributed to incompatible overlapping devices. The pt left the operating room in stable but critical condition due to substantial blood loss. Seven months later, the pt presented with a ruptured aneurysm, due to the persisting endoleaks. The physician chose not to perform any further treatment, however, and the pt expired at home four days later.